Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen. During testing, the force sensor was found to be out of calibration.

Event description:
There is no adverse event associated with this complaint. Evaluation revealed a dislodged display screen. During testing, the force sensor was found to be out of calibration.